Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), uterine perforation ("perforation (uterus)"), device dislocation ("migration of essure device location of device halfway in uterus") and genital haemorrhage ("heavy bleeding") in a 28-year-old female patient who had essure (batch no. 50713469, 57109-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included ear pain, sore throat, headache unilateral and ear ache. In 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal))") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal and back pain"), back pain ("abdominal and back pain"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (she underwent a total abdominal hysterectomy with removal of the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and back pain had resolved and the uterine perforation, device dislocation, vaginal haemorrhage, menorrhagia, migraine and headache outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she was left with permanent scars. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Current weight as of (B)(6) 2018: 128 lbs. Approximate weight at the time of essure placement 169 lbs. Batch number: 57109 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), uterine perforation ("perforation (uterus)"), device dislocation ("migration of essure device location of device halfway in uterus") and genital haemorrhage ("heavy bleeding") in a 28-year-old female patient who had essure (batch no. 50713469, 57109) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included ear pain, sore throat, headache unilateral and ear ache. In 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal))") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal and back pain"), back pain ("abdominal and back pain"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (she underwent a total abdominal hysterectomy with removal of the essure device), surgery (she underwent a total abdominal hysterectomy with removal of the essure device) and surgery (she underwent a total abdominal hysterectomy with removal of the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and back pain had resolved and the uterine perforation, device dislocation, vaginal haemorrhage, menorrhagia, migraine and headache outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she was left with permanent scars. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: lot number, reporter information, patient details, other relevant history, product information and events- abnormal bleeding (vaginal)), menorrhagia, migraines, headaches, perforation (uterus), migration of essure device location of device halfway in uterus, did not undergo essure confirmation test incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal and back pain") and back pain ("abdominal and back pain"). The patient was treated with surgery (she underwent a total abdominal hysterectomy with removal of the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and back pain had resolved. The reporter considered abdominal pain, back pain, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she was left with permanent scars. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.